Event description:
It was reported that the catheter could not aspirate normally. The target lesion was located in the lower extremity vein. A zelantedvt clothunter was selected for venous thrombectomy procedure. During thrombectomy mode, the catheter could not aspirate, and there was an intermittent issue, as if air was being sucked in at the back of the catheter. The device was withdrawn from the body and flushed in clean saline. The flushing process went smoothly, and the device was re-inserted into the patient. However, the catheter would not aspirate normally even after many attempts. There was no error message displayed, and no visible defects was noted with the device. The procedure was carried out after replacing with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for analysis. Visual inspection of the device revealed multiple bends and kinks. Functional testing of the catheter was unable to prime, and the console issued an under-pressure alarm message. An x-ray examination of hypotube separation was observed at 31.5 cm from the tip.

Event description:
It was reported that the catheter could not aspirate normally. The target lesion was located in the lower extremity vein. A zelantedvt clothunter was selected for venous thrombectomy procedure. During thrombectomy mode, the catheter could not aspirate, and there was an intermittent issue, as if air was being sucked in at the back of the catheter. The device was withdrawn from the body and flushed in clean saline. The flushing process went smoothly, and the device was re-inserted into the patient. However, the catheter would not aspirate normally even after many attempts. There was no error message displayed, and no visible defects was noted with the device. The procedure was carried out after replacing with another of the same device. No complications were reported, and the patient condition following procedure was stable.